Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the surgeon flipped the 30-degree endoscope plus, the image did not flip. The scope was uninstalled and reinstalled, but the issue persists. The issue was fixed by shutting down the system and with a new endoscope. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The endoscopes attached endoscope adapter (aea) was found damaged or had friction issue. Additionally, corrosions and physical damage were observed to the ic emi fingers. The missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.